Event description:
It was reported the surgeon discovered during hand surgery that the pt's tendons were of poor quality. The surgeon determined reinforcement was necessary. Tenoglide tendon protector and inforce were elected for use. Inforce was used for strength reinforcement. Tenoglide was cut to fit under and over the affected tendons and placed. The pt presented to doctor for follow up appointment, a week later with severe swelling and redness. The surgeon palpated the area and observed what she thought was tenoglide discharge from the pts incisions. The surgeon is concerned about reaction and possible infection. Additional info was received on 08/14/2014 from the surgeon. Date of initial surgery was on (B)(6) 2014. The swelling/redness was noted on (B)(6) 2014 (first noted by the hand the rapist). The surgeon indicated if the surgery site looks worse, revision surgery will be performed. A culture was performed, to date, the results were negative. The pt was seen on (B)(6) 2014 by the surgeon. It was reported the pt appears to be doing better and the soft tissues are setting down.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.